Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal and bolus delivery. Customer's blood glucose was 200-500 mg/dl. Customer changed out the infusion set and cartridges to address occlusion; no issues were observed with the supplies. Insulin delivery was resumed. As occlusions occurred in the past, tandem technical support was unable to identified location of the blockage. Customer reverted to using manual injections for insulin therapy.